Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation = perioperative coordinator. PMA/510(k) number = exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, two ngage nitinol stone extractor devices failed during a procedure. The devices were returned on 14feb2023. One device had one wire of the basket assembly pulled loose. The basket sheath had two kinks in the sheath, likely due to customer repack. The second device's handle did not actuate the basket assembly. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g) event description: as reported, two ngage nitinol stone extractor devices failed during a procedure. The devices were returned on 14feb2023. One device had one wire of the basket assembly pulled loose. The basket sheath had two kinks in the sheath, likely due to customer repack. The second device's handle did not actuate the basket assembly. There were no adverse effects to the patient reported. Attempts to acquire additional information from the user facility were executed, however no additional information was provided. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. Two ngage nitinol stone extractors were returned to cook for investigation in open packaging. Device 1 - one of the basket wires had pulled free from the sheaths that hold the basket wires in place. There were two kinks in the basket sheath, likely due to customer repack. Device 2 - the handle did not actuate the basket assembly. The handle was disassembled, and the orange support sheath was stuck to the end of the inner handle. When freed, the basket formation could be actuated manually. When reassembled, the handle still did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. The returned device 1 was found to have had one of the basket wires pulled free from the sheaths that hold the basket wires in place. As the issue occurred during use, it is possible the wire was inadvertently caught on another object, pulling the wire free. No information related to device usage was known, so the cause could not be conclusively determined. The returned device 2 was found to have a basket that did not function. When the device was disassembled, it was possible to manually actuate the basket, but when the device was reassembled, the basket would not function. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.